Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that her pump received a pump error alarm. Her blood glucose is unknown. She stated that her pump does not last more than 3 days and that her battery cap and compartment are okay. During troubleshooting, she ran the self-test and stated that she received the pump error alarm. She repeated the self-test two more times and the alarm still occurs. She said that the alarm did not occur during the rewind/load reservoir/fill tubing process. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and serial number label missing. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error confirmed in the pump history due to cold solder joint on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.